Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump had intermittent power issue and moisture was observed in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/04/2014 with the following findings: the pump was returned with visible moisture in the display lens. There was no corrosion observed in the battery compartment. The battery compartment was cracked. There was no damage found to the returned battery cap and its contact measurements were within specification. The cap was able to fully secure to the pump. The pump had audible and vibratory features, but would not go to the display screen. The pump was unable to download the history or black box history. The pump failed the leak test due to the battery compartment crack and there was internal moisture damage found when the pump cover was removed.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.